Event description:
It was reported that the system would have intermittent boot-up problems. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty generator interface board. System operates as intended.